Event description:
It was reported that the patient was no longer using spinal cord stimulation (scs) anymore and was going to pain pump for therapy. It was noted that healthcare professional did not remove scs at the time of the pain pump procedure.

Event description:
Additional information indicated that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v074856, implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
It was reported that the patent did not turn off her implantable neurostimulator (ins) prior to an unrelated surgical procedure and was "feeling the stimulation really bad" when she moved. It was noted that the patient only felt this sensation when she moved. It was further noted that the health care professional left the ins in and "wasn't going to remove it." Additional information received reported that the manufacturing representative "turned the voltage to zero and shut the system off." It was noted that the patient "was pleased."